Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer stated that they had diabetic ketoacidosis due to high blood glucose value. Customer got low battery while at work, but didn't have a battery with her and she forgot to change the battery when she got home. The customer was treated with fluids and insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer stated that the blood glucose value was high because she didn't change the battery. Did not need to troubleshoot since issue was resolved. The insulin pump will not be returned for analysis.